Manufacturer narrative:
We received one c146f7 catheter with a monoject limited volume syringe for examination. The reported event of "inaccurate pressure readings" was not confirmed. The thermistor circuit was continuous, there were no open or intermittent conditions observed. The thermistor was found to read 37.2 c when submerged in a 37.2 c water bath. Thermistor temperature reading accuracy is +/- .3c per the vigilance manual. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the returned monoject 1.5cc limited volume syringe. The catheter body was examined and found to be undamaged, there were no kinks or indentations. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that during a case the physician was getting inaccurate pressure values. There is no information on what the values were vs. What was expected. However, the physician did not feel the numbers were satisfactory. Trouble shooting included re-flushing the catheter and changing of the cables with no success. A new catheter was used and worked successfully. No alarm or error messages. No patient complications reported.